Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 it was reported that the they were going to explant the pump. The cause for the event was undetermined. It was unknown if there were any diagnostics or troubleshooting performed. The infusion system was explanted on (B)(6) 2020. It was unknown if the issue was resolved and the patient status at the time of the report. Additional information received on 21-feb-2020 and it was reported that the patient had an infection, meningitis. The patient¿s symptoms were headache, back pain, neck pain and swelling at pump pocket site. The cause for the issue was not determined. No further complications were reported or anticipated regarding the event.